Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) unit had a damaged fiber optic cable port.. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Additional point of contact: phone no.: (B)(6). A getinge field service engineer (fse) upon inspection, found fault code #53. Fse connected his fiber optic tester and verified there was no fiber optic signal being transmitted. He replaced the faulty part and verified that the fiber optic signal was now transmitting as intended. During further testing fse replaced part as alarm daughter board was not alarming. After replacing the parts, alarm daughter board was also operating as intended. Fse performed a pm, full calibration, and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.